Event description:
It was reported the patient¿s implantable neurostimulator (ins) was ¿knocked out of place right after implant¿ following a patient fall. It was noted the patient¿s physician ¿stated the ins was ok¿ and it had ¿just moved out of the pocket area¿ and there was ¿no need to go in and fix it.¿ the patient reported the ¿ins was working well for her pain¿ at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008,: product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).